Event description:
A tissue necrosis in the suprapubic region (mons) following a reduction treatment with bodytite. Suspicious for erysipelas as the underlying tissue blanched few days after. A week later, the wounds evolved and pseudoeschar was seen. In the last photo there is significant straw-colored drainage, possibly a small seroma draining from a full thickness wound.

Manufacturer narrative:
User error: excessive quantity of energy was delivered (25.2kj) in relatively small area (suprapubic area- mons). This energy surplus, transforming into heat, was irradiated with a retarding effect towards the dermal tissue, causing burns and tissue necrosis. A subsequent secondary infection cannot be ruled out. Summary of related investigations an excessive amount of energy generated an accumulated surplus of heat which evolved into trans skin burn with necrotic outcome and possibly a secondary infection (erysipelas).

Manufacturer narrative:
Follow up report 07/05/2023. 1. H6. Health effect - impact code - changed to 4619. Medical device problem code - changed to 1126. Investigation findingscode - changed to 4248. Investigation conclusion code - changed to 61. 2. H11. Attached: upon arrival test. Final test. In service report (retrain).

Event description:
A tissue necrosis in the suprapubic region (mons) following a reduction treatment with bodytite. Suspicious for erysipelas as the underlying tissue blanched few days after. A week later, the wounds evolved and pseudoeschar was seen. In the last photo there is significant straw-colored drainage, possibly a small seroma draining from a full thickness wound.